Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594 mg/dl; cause was not known. Tandem technical support performed a pump system check and determined the pump functioned as intended. The control iq feature was turned off. Tandem technical support guided the customer through turning the control iq feature back on. A manual insulin injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.